Event description:
The device was explanted (b)(6) 2026, due to previous reported issue. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
PER THE CLINIC, THE PATIENT EXPERIENCED POOR SOUND QUALITY, PAIN AND SHOCKING SENSATION. THERE WAS OPEN CIRCUIT NOTED ON 1 ELECTRODE. THERE ARE PLANS TO EXPLANT THE DEVICE AND TO REIMPLANT THE PATIENT WITH A NEW DEVICE; HOWEVER, THIS HAS NOT OCCURRED AS OF THE DATE OF THIS REPORT.